Event description:
Pt (patient) had hardware placed (B)(6) 2021 and on follow up x-ray, CT (computed tomography) and MRI (magnetic resonance imaging) revealed the backing out of the screws at c5 level as well as a broken locking mechanism. (B)(6) 2023: pt had surgery: revision anterior cervical approach removal of old hardware revision of c4-5 fusion re instrumentation from c3 to c5 the cages used (B)(6) 2021 were: 1. Implant-intrbdy cerv por cascadia 13x16x7 ¿ snone 2. Implant-intrbdy cerv por cascadia 13x16x7 ¿ snone (looks like they used the same size cages for both levels) the plate used was: plate 2 level ozark view 40mm ¿ snone the screws used were: screw vari self-start ozark 4x16mm ¿ snone (there were most likely 6 screws, looks like all were same size) company at the time of initial surgery in 2021 is k2m- company name changed to stryker. Reference reports: mw5120510 and mw5120512.